Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ needle-free valve the silicone remained deformed during use. There was no report of patient impact. The following information was provided by the initial reporter: according to the customer's verbatim report, after blood collection/transfusion, the silicone component at the female side didn't return to the original position.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-may-2022. H.6. Investigation: two sample were returned for investigation, one 10 ml syringe and a maxzero connector. No defects or damages were observed during visual inspection. The maxzero was then primed using the provided syringe and water. After connecting to syringe the blue component of the max zero did not pop back up. After a few minutes the blue component did return to its normal shape. A syringe was attached again and the same issue was observed. Water was able to pass through connector and no leakage was observed. A device history record review was not performed as the lot number is "unknown" for this complaint.

Event description:
It was reported while using bd maxzero¿ needle-free valve the silicone remained deformed during use. There was no report of patient impact. The following information was provided by the initial reporter: according to the customer's verbatim report, after blood collection/transfusion, the silicone component at the female side didn't return to the original position.